Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had cosmetic damage reservoir ring was loose. The customer¿s blood glucose level 126 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a few minor scratches on the lcd. The user is able to see past this easily and navigate the menus. The retainer ring seems to be intact and difficult to pull out of the reservoir tube. Inserted a test p-cap into the retainer ring, and it did lock into place properly. (B)(4).